Manufacturer narrative:
(B)(4)

Event description:
It was reported that long charge time was observed. Device was checked two days later and capacitor maintenance was performed, normal charge time was noted. No further issues seen. The patient was asymptomatic.